Event description:
It was reported that the customer received a power source alert while using the tandem-provided usb cable. During troubleshooting, the pump was able to successfully charge using an alternate usb cable. Customer¿s blood glucose level was not impacted. The customer reverted to an alternate method in insulin therapy.

Manufacturer narrative:
The device is expected to be returned; however, the device has not yet been received. A supplemental report will be submitted if the device is received and evaluation is performed. H3 other text : device not returned